Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during the prime rewind process. The customer did not know the blood glucose reading. No significant events leading up to the alarm were observed. The customer stated that the drive support cap was flush. She was advised that a possible cause of the alarm was that during seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube and a missing end cap sticker.